Event description:
The lay user / patient contacted lifescan (lfs) switzerland on (B)(6) 2012 alleging inaccurate erratic readings on the patient's one touch ultraeasy meter. The patient does not recall the exact date or time; however, claims he tested twice greater than 20 minutes from one another and the difference between the readings was a difference of 100 mg/dl. He does not recall the results he had obtained on his one touch ultraeasy meter. He injected a dose of insulin according to the reading and did not do anything different from his usual routine. Soon after taking the insulin, the patient claims he almost fell unconscious and was treated by his wife with glucose tablets/ glucose gel. He was not tested on another device and did not seek any further medical attention. The patient did not have the subject meter anymore as he got it replaced at the hospital. The subject tests strip vial was empty. The products will not be returned to lifescan for investigation, since the patient no longer has the products. Lfs sent the patient supplies and a new meter. Based on the information that was provided, the complaint is being reported since the patient alleged that due to the high readings, he took insulin based on the alleged reading, shortly later developed symptoms and had be treated with glucose tablets/ glucose gel by his wife.

Manufacturer narrative:
The products are not be returned since the patient no longer has the subject meter or test strips. Lot # of test strips and serial number was not provided by the patient.